Event description:
Allegedly, left hip periprosthetic infection, pain. Irrigation and debridement with head and liner exchange.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.